Event description:
It was reported to philips that the device is not seeing the battery. There was no reported patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pins 1 and 2 were bent and permanently compressed.

Event description:
It was reported to philips that the device is not seeing the battery. There was no reported patient involvement.